Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.